Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the left eye black in the console. The surgeon noticed the problem when they sat in the console. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested rebooting the system, replacing the endoscope with a new one, and cleaning the blue fiber cable without resolve. The isi tse asked also to power on the console stand-alone, but the left eye monitor was off. The surgeon decided to convert the procedure. The procedure was converted to open with no reported injury. Isi followed up with the site and obtained the following additional information: the procedure was converted into open surgery. The patient tolerated the conversion. The system was inspected prior to use, and the surgeon noticed the problem when they sat in the console. There were no issues noted during the setup of the system. The issue was identified prior to starting the procedure (post-anesthesia). The patient did not experience any post-operative complications following the surgical procedure.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was analyzed and found to have the left eye black. During failure analysis, the monitor was installed and tested in the test system. The unit started up and failed without video on the display. The technician replicated the issue. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h11 for follow-up information.